Event description:
It was reported that a revision surgery was performed to replace the insert due to a suspected infection. However, no infection was detected during the surgery.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.